Event description:
It was reported by the customer that a pyxis medstation es system drawer was broken and not working properly. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer removed the fascia and repositioned it. Reattached fascia and found narc keys. The system functioned as intended after the field service engineer troubleshot the device.